Event description:
A retinal specialist reports seeing a pt with impaired vision three years following intraocular lens (iol) implant surgery. Upon examination, the lens was found to be opacified. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval, the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info has been requested.